Event description:
A positive immulite 2500 ck-mb results were obtained on multiple patient samples. Upon repeat, the results were negative which did not match the patient's clinical picture. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ck-mb results.

Event description:
A positive immulite 2500 ck-mb results were obtained on multiple patient samples. Upon repeat, the results were negative which did not match the patient's clinical picture. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ck-mb results.

Event description:
A positive immulite 2500 ck-mb results were obtained on multiple patient samples. Upon repeat, the results were negative which did not match the patient's clinical picture. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ck-mb results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument and instrument data indicate that there are no known cause for the discordant ck-mb results. It's suspected that fibrin in the samples may have caused the discrepant results. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument and instrument data indicate that there are no known cause for the discordant ck-mb results. It's suspected that fibrin in the samples may have caused the discrepant results. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument and instrument data indicate that there are no known cause for the discordant ck-mb results. It's suspected that fibrin in the samples may have caused the discrepant results. The instrument is performing within specifications. No further evaluation of the device is required.